Event description:
It was reported that during in clinic follow up, externalized conductors were observed via x-ray. No intervention has been done as the lead remains implanted and will be monitored. The patient was in stable condition.